Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 scope communication error a root cause could not be identified. Based on the results of the investigation, the no video connection and e226 scope communication error was likely caused by fluid invasion inside the scope connector, resulting in no image b30 scope communication error. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no video connection when plugged in and was producing an e226 scope communication error code. The issue occurred during inspection for use. There were no reports of patient involvement.